Event description:
It was reported that during implant attempt, after the helix was retracted and extended, it would not retract again after many turns. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.